Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, when the balloon was passing through an unspecified 6fr guiding catheter, it was noted that resistance was felt. The balloon was then inflated in the lesion; however, the balloon ruptured at 2atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.